Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. Additional information has been requested and an updated report will be filed. The event code is addressed in the package insert. This is the same event as 1043534-2011-00374, 00376, 00377.

Manufacturer narrative:
Additional information received (B)(6) 2011: the risk manager advises, per surgeon, our product did not cause or contribute to this event; therefore, this medical device report was not required. The revision was due to patient conditions unrelated to this device. This is the same event as 1043534-2011-00374, 00376, 00377.

Event description:
Allegedly revised due to multiple dislocations.

Event description:
Allegedly revised due to multiple dislocations.